Event description:
Reporter indicated that the patient was found dead in bed. Pt was implanted with the vns device at the time of death. Reporter indicated that the device was working for this patient as his seizure history had gone from 20 seizures per day to 0 seizures per day. Reporter indicated that the patient may have died from a seizure. Upon further investigation, it was reported to the MFR representative by hospital staff that it was believed that this patient died from aspiration during a seizure.